Event description:
Baxter japan reported broken occluder feet with the transfer set. This was noted during use with no pt injury or medical intervention reported according to the complaint coordinator.